Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: during the case today the device would close, fire, cut and lay down staples but refuse to open properly. The team changed the battery, reboot device, and did a test fire on the back table. Everything worked properly during this test. The tissue was stapled and divided so although the jaws of the stapler would not open, the tissue fell out of the jaws unharmed. After which the stapler was removed thru the 12 mm trocar. The device would not open by holding down the silver button although it was making the proper mechanical sound. The cartridge would open when you held both buttons down. Used another device to continue the case. Operative time was not extended over thirty minutes. There was no unanticipated blood loss of more than 250cc. There was no reinforcement material used in conjunction with the stapling device. There was no unanticipated tissue loss as a result of this problem. There was no damage as a result of this problem.